Event description:
It was reported that review of a remote transmission showed evidence of p-wave oversensing two days post-implant of the extravascular (ev) implantable cardioverter defibrillator (ICD) system, resulting in inappropriate pacing therapy. Additional p-wave oversensing was observed a few days later, and low r-waves were also noted. Initial reprogramming was attempted which resulted in noise oversensing so further reprogramming was performed, however this resulted in additional episodes of p-wave oversensing as well as episodes of noise for which therapies were appropriately withheld. Multiple x-rays were taken and were reviewed by the implanting physician,and the implanting physician stated the lead position was stable and unchanged since implant. Additional reprogramming was then taken with therapies programmed off to see if the latest reprogramming resolved the oversensing. The following day, it was reported that there was variability in lead impedances, and a drop in pacing impedances and high-voltage impedance were observed. It was also reported that the patient had received a shock due to oversensing, but noted that the shock broke the patient's atrial flutter. It was stated that the oversensing occurred when the patient was in atrial flutter, but once the patient is in sinus rhythm, the oversensing does not occur. The sensing vector was reprogrammed once more with detection left suspended, and the ev ICD system remains in use . No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. Analysis of the device memory indicated the impedance trend of the evicd lead defibrillation conductor was decreasing. Analysis of the device memory indicated the impedance trend of the evicd lead defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the evicd lead pacing conductor was decreasing. Analysis of the device memory indicated the impedance trend of the evicd lead pacing conductor was variable. Analysis of the device memory indicated diminished sensing of the evicd lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the extravascular (ev) implantable cardioverter defibrillator (ICD) lead was revised without complications, and following the lead revision, no further p-wave oversensing was observed and the system was performing within normal limits. The ev ICD system remains in use.